Manufacturer narrative:
This MDR is submitted to the literature article: sourour, n.a., nader-antoine, perre, s.v., di maria, f., et al. (2017). Medina embolization device for the treatment of intracranial aneurysms: safety and angiographic effectiveness at 6 months. Neurosurgery volume 00 / number 0 / 2017.

Manufacturer narrative:
Procode: krd/hcg. Concomitant medical products: the following devices were used for the procedure: cashmere 4 x 6 and 2 deltaplush (2.5 x 10 and 2 x 8) coils, the medina embolization device (med), a scepter balloon, a scepter balloon. Intravenous heparin was administered after the deployment of the first med. UDI: unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Date of event, product code, and lot number not available. Three attempts to obtain additional information from the author were unsuccessful. This is an initial/final MDR report. Conclusion: the device was not available for analysis. In addition, the lot number was not provided; therefore, a DHR could not be performed. Thrombosis and neurological deficits are known procedural complications associated with coil embolization procedures. Based on the available information a definitive conclusion cannot be made regarding the root cause of the event or the relationship to the devices. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with a ruptured aneurysm may have contributed to the event. With review of the available information, there is no report of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time. This is 1 of 3 initial/final MDR reports being submitted for this complaint, with associated report numbers of 2954740-2017-00166, 2954740-2017-00167 and 2954740-2017-00168.

Event description:
In the literature article ¿medina embolization device for the treatment of intracranial aneurysms: safety and angiographic effectiveness at 6 months¿ by nader-antoine sourour,md, saskia vande perre, md, federico di maria, md. Chrysanthi papagiannaki,md, joseph gabrieli, md, silvia pistocchi, md, bruno bartolini, md, vincent degos,md, phd, alexandre carpentier,md, phd, jacques chiras, md, frédéric clarençon, md, phd, published neurosurgery volume 00 / number 0 / 2017, it was reported that case # 4, a 62 year-old male patient with an ruptured acom target aneurysm described as 9mm diameter, 4.3mm neck size and dome to neck ration 1.7, had thrombus formation after implantation of a cashmere 4 x 6 and 2 deltaplush (2.5 x 10 and 2 x 8) coils. The medina embolization device (med) is a new generation device combining the design of a detachable coil and an intrasaccular flow disruption device. The objective of the study was to evaluate the feasibility, safety, and 6 to 9 month effectiveness of this new device for treatment of intracranial wide-necked aneurysm from january 2015 to october 2015. Intravenous heparin was administered after the deployment of the first med. The interventions in this patient went uneventful (meds, then cashmere and deltaplush coils were employed in the aneurysm sac). The post-procedure dsa showed a satisfactory aneurysm occlusion with no branch slowdown or occlusion. A scepter balloon was also used in the procedure. No technical failure was recorded. The patient awoke from the procedure without any deficit. The day after the procedure, the patient woke up with a right hemiparesis. Dsa was performed in emergency and showed a non-occlusive clot in the a1 ¿ a2 junction of the left anterior cerebral artery. IV bolus of aspirin (250mg) was given to the patient, and the arterial blood pressure was increased by anesthesiologists. These medications led to clot lysis and the patient progressively recovered from his neurological deficit. The patient¿s mrs at discharge was 2 and it was 1 at the 7 month follow-up. The ruptured aneurysm resolved from grade a prior to the procedure to grade c. No additional device, patient or procedural information, include lot and catalog numbers of the devices, was included in the article. All the procedures were performed with the patients under general anesthesia, via a femoral access.